Event description:
It was reported that during an unk procedure, the device did not staple a complete staple line. This incident had no influence on the pt's condition. The customer discarded the device. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.